Event description:
It was reported that the table moved with little force during a patient exam. The ge field service engineer found that the rotational lock appeared worn and needed to be adjusted closer to the table. The fe mechanically adjusted the front rotational lock to the table plate, and cleaned under the magnet. The customer reported that the table operated correctly following the adjustment. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.